Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/04/2021.

Event description:
It was reported to philips that the ventilator screen went black and red and had an error: ventilator inoperable. A review of the event log, showed error cbit blower stall. The device was in use at the time of the event. The ventilator was swapped with no issues to the patient. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the customer that this unit should not have rev 2.20 software as it was recalled for this exact reason. The rse checked the v60 serial number against the units affected and it was not listed. The rse instructed the customer not to put this ventilator back into service until the software is changed and performance verification testing (pvt) is performed to verify operation. The rse discussed current software version 3.0 and provided to the customer via droplet. The manual reference to installation instructions was provided and the rse discussed to also include performing a preoperational checkout before returning to service. The customer returned a call to the rse on (B)(6) 2020 stating the software did get upgraded on this ventilator and they have not found 2.2 on any other of their vents. The device passed pvt with no other issues noted and was placed back into service.